Event description:
While prepping patient left hip for surgery utilizing surgical clippers, patient stated he was feeling as if he was being pinched. I immediately stopped usage of clippers and examined site. Noted abrasion to hip. Removed single use clipper and stored in biohazard bag. Retrieved new clipper and attached to battery handle. Proceeded to complete prep of left hip and patient tolerated well.